Manufacturer narrative:
(B)(4). Device UDI. Lot/serial: 16007510, (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a ruptured supra-renal abdominal aortic aneurysm using conformable gore® tag® thoracic endoprosthesis and gore® excluder® aaa endoprosthesis, aortic extender component (pla280300j/16007510). The conformable gore® tag® thoracic endoprosthesis was deployed just below the renal arteries. When the aortic extender component was deployed proximal to the conformable gore® tag® thoracic endoprosthesis, it unintentionally covered the superior mesenteric artery. The procedure was concluded with a wait-and-watch approach taken to the partially covered superior mesenteric artery. On (B)(6) 2017, the patient suffered from abdominal pain. An imaging revealed bowel necrosis. On (B)(6) 2017, the patient expired due to the bowel necrosis.